Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and was found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. .

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm force bipolar instrument wrist was not moving from the console. The procedure was completed with no reported injury.